Event description:
Following a ptca procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, approximately 3.5 hrs following device deployment, bleeding was noted from the site. The venous sheath was still in place, which is not in accordance with the angio-seal instructions for use. The site was noted to be "puffy", and therefore the medical staff was unable to evaluate for the presence of a hematoma. A femostop device was applied over the venous sheath and arterial site, with control of the bleeding. The pt was noted to have good pulses following this event, and was discharged home the next day without sequelae.